Event description:
Received report stating a set was leaking at the flow regulator. Rn states the set was in use on a pt and was noted to be leaking onto the bed. There was no report of pt harm or medical intervention. Customer stated that no further pt/event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the leak because the set was not returned. Customer states that product will not be returned because it was discarded.